Event description:
New information received notes the lead was explanted and replaced during an unrelated elective procedure for a mitral valve replacement. Due to the prior programming changes which increased output, the patient had been able to maintain capture prior to this elective procedure. The patient was stable.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was not dependent on the device for normal function. It was noted during interrogation that loss of capture and increased pacing impedance was observed on the right ventricular lead. Programming changes to increase output were made and capture re-established. The physician agreed with the changes. The patient was to be re-assed at a later date for possible lead replacement. The patient was stable.